Manufacturer narrative:
Test p-cap did not lock properly into reservoir compartment during testing due to missing retainer ring. Unable to perform displacement test due to missing retainer ring. The pump passed the active and sleep current test. The pump failed to pass the self test due to pump error 63. No missing segments noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & motor. Pump error 63 was found on 07/21/2022 10:09 am in history files. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, missing o-ring (reservoir tube), battery tube threads cracked, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), detached retainer, keypad overlay texture damage, stained serial label, damaged display window cover, broken belt clip rails, cracked reservoir tube lip, minor scratched on lcd window. Missing segments is not confirmed. Cosmetic damage is not confirmed at lcd. Moisture damage was found and located on pcba 1 and motor. Pump error 63 was confirmed due to cracked soldered joint u-1 (pin 01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had scratches on screen. Customer's blood glucose level was unknown. Customer stated display was hard to read. The insulin pump will be returned for analysis.